Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was giving random no delivery alarms. Customer stated that the pump shut off and was non responsive. Customer stated that battery cap was broken. No harm requiring medical intervention was reported. The insulin pump will be not returned for analysis.